Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml baclofen at a dose of 587 mcg/day via an implantable infusion pump for intractable spasticity and stroke. It was reported that while the patient was having a pump replacement for normal elective replacement indicator (eri) on (B)(6) 2017 they also had a catheter revision done at the same time as the pump replacement and the managing doctor removed a few cm's from the existing catheter and spliced 6 cm of the pump/proximal segment of a new catheter onto that. The managing doctor said that while he was "removing the pump connector from the pump it started to separate". The catheter revision was done because a catheter dye study was attempted a couple days prior to the surgery ((B)(6) 2017) and the hcp was not able to get fluid. The hcp was unable to draw back fluid from the catheter access port (cap). Therefore, the hcp decided to do a catheter revision with the pump replacement (due to normal eri). No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: product type catheter corrected to reflect the planned catheter revision. The pump was returned for analysis. The pump logs indicated that the pump had been used to deliver baclofen (2000 mcg/ml at 597.7 mcg/day). Pump analysis found gear train anomalies of a stall due to shaft bearing and corrosion, wear or lubrication. The conclusion code (B)(4) applies to the pump. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.